Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), female patient in cardiac arrest, upon the second attempt to deliver energy, the device displayed a "pacer fault 117" message. Complainant did not indicate that there was any adverse effect tot he patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.